Event description:
Lenstec received an emailed ra stating "pt subjectively unhappy with vision results."

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. The reported dysphotopsia is a known characteristic of all multifocal lenses. Lenstec can confirm that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.